Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during a bronchoscopy procedure for bronchial inspection and cleaning under local anesthesia on an unknown date. During the procedure, the exalt model b monitor stopped working causing visualization to be lost. The procedure was not able to be completed as a result of this event. The procedure was completed the next day with a reusable scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/11/2023. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.